Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was taken to the emergency room, and subsequently admitted to the intensive care unit due to an elevated blood glucose level of 982 mg/dl and diabetic ketoacidosis. Customer was treated with potassium and was released from the hospital five days later with no permanent damage. Although requested by tandem technical support (cts), pump data was not uploaded for cts review. Cause of the high bg was unknown and could not be determined. Customer reverted to manual injections for insulin therapy.